Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was not returned for evaluation. However, two photos were provided for review. The photo shows the dilator, and the distal tip was noted to be fractured. Therefore, the investigation is confirmed for the reported fracture issue. However, the investigation is inconclusive for the reported material separation issue, as provided photos were not sufficient to confirm the issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the tip of the dilator was allegedly found to be broken off while removing from the patient's skin. The procedure was completed by using a new dilator. There was no reported patient injury.

Event description:
It was reported that during a port placement procedure, the tip of the dilator was allegedly found to be broken off while removing from the patient's skin. The procedure was completed by using a new dilator. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: (expiration date: 08/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.